Event description:
A prodisc-c implant was noted as translating anteriorly. Surgeon indicated the movement is due to the soft, osteoporotic bone and surgeon will revise the pt to cervical fusion.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.